Event description:
Pt postoperative left hip arthoplasty developed svt in recovery room, cardioverted with 200 joules, unsuccessful, attempted second cardioversion, machine unable to be set at greater than 50 joules. Cables to pads found to be loose.